Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a pump jam error message was displayed on the arterial roller pump and the roller pump stopped working. The perfusionist (ccp) had to hand crank for three to four minutes. As a result, an alternate device was employed. The total delay in the effective start of the cpb was five minutes. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the pt. The perfusionist (ccp) was using this large roller pump as an arterial pump and it was pole mounted near the oxygenator (not on the base). During priming and preparation prior to cardiopulmonary bypass (cpb) a pump jam message was displayed on the arterial pump and the pump stopped. The ccp is not completely sure but he also thought he saw a belt slip message during this event during prime. The ccp re-checked the pump occlusion, re-started the pump, and no other issues with the pump were observed during priming. After being on cpb for about five minutes and before cardioplegic arrest, the arterial pump stopped and an audible message occurred and a pump jam message was displayed on the roller pump. The ccp loosened the occlusion and re-started the pump and a few seconds later another pump jam (with pump stop) occurred. The ccp was not comfortable adjusting the roller occlusion any further and he informed the cardiovascular (cv) surgeon of the issue with the arterial pump. The ccp hand cranked the pump for a few minutes and the team elected to change out the pump before cardioplegic arrest. The ccp filled the heart, with hand cranking, and they weaned the pt from cpb. Total hand crank time was about four minutes. According to the ccp, the pt's hemodynamic status was adequate. Tubing was removed from this pump and the pump was removed from the pole bracket and an un-used pump from this same base was placed on the pole bracket (in the arterial position) and connected to the power cable. The arterial pump tubing was placed in this new pump and the occlusion was checked. Time needed for change out was one minute; thus, total delay in the effective start of cpb was five minutes. The new pump was re-started and cpb was re-initiated. There were no other issues with this pump the remainder of the procedure. Since the ccp did not want to stop the arterial pump, again, the new pump was not re-assigned as the arterial pump and this was the case for the remainder of the cpb. The procedure was completed successfully and the pt was weaned from cpb without issue. The delay in the surgical procedure was five minutes and there was no associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR 1828100-2015-00338. The roller pump displayed belt slip and pump jam. The ccp looked at the message ctr under the system tab and saw that an "overcurrent" error was also missed.